Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. (B)(4).

Event description:
It was reported that this right atrial (ra) lead exhibited high pacing impedance due to possible subclavian crush. After extracting the ra lead, a small cut under the suture sleeve was found. This ra lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The high impedance allegation was confirmed based on the visual observation of a fractured outer coils deformed outer coils, and inner insulation abrasion 65mm from the terminal pin consistent with lead-on-can movement, coupled with pressure. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this left ventricular (lv) lead did not pace when required due to lead dislodgement. In addition, the right atrial (ra) lead exhibited high pacing impedance due to possible subclavian crush. After extracting the ra lead, a small cut under the suture sleeve was found. A revision was performed and both the lv and rv leads were explanted. No additional adverse patient effects were reported.